Manufacturer narrative:
The lot code received from the consumer was invalid. Based on the product and the partial lot code received, the mill narrowed the product down to two possible lots (nn100813c & nn100814c). A records review was completed for both of these lots. Records demonstrate that quality system procedures were correctly followed for both of these lot codes and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string broke from a tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget. She did not seek medical attention and did not experience any adverse health effects.